Event description:
It was reported that implant was removed due to fractured implant. Radiographs show implant fractured. Tooth #20.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.